Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of diaphragmatic stimulation and abnormal sensing and thresholds were found on the right ventricular (rv) lead. It was also reported that during the procedure to revise the rv lead the patient complained of chest pain on inspiration, an echo revealed pericardial effusion. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.